Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that high impedances of ">10000" ohms were measured during an implant procedure. The multi-lead trialing cable and external neurostimulator (ens) were replaced in an attempt to troubleshoot the issue, however all measured impedances remained ">10000" ohms. The lead was then replaced and impedance testing determined the system was "ok with good impedances." It was noted the issue was resolved with the replacement of the lead. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Analysis found no anomaly with the device.